Event description:
The customer reported that the IV pole on the spectra optia equipment unexpectedly lowers down. The IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the device the customer site and adjusted and aligned the IV pole. The technician also tightened the grub screw on the power side of the IV pole lowering mechanism. The device serial number history report indicates no further related issues have been reported for this device. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be loosen grub screw.

Event description:
The customer reported that the IV pole on the spectra optia equipment unexpectedly lowers down. The IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device the customer site and adjusted and aligned the IV pole. The technician also tightened the grub screw on the power side of the IV pole lowering mechanism. Investigation is still in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device the customer site and adjusted and aligned the IV pole. The technician also tightened the grub screw on the power side of the IV pole lowering mechanism. The device serial number history report indicates no further related issues have been reported for this device. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be loosen grub screw further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that there was a clamp installed on the optia device. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that the IV pole on the spectra optia equipment unexpectedly lowers down. The IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.